Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient "presented with severe back pain and leg pain and had a previous decompression done. X-rays showed that she had wide laminectomies done at l3-4 and l4-5 with most of the facets resected over l4-5 and had developed a grade ii mobile spondylolisthesis of l4 on 5". The patient's diagnosis included severe spinal stenosis at l2-3, l3-4, and l4-5, failed back surgery and destabilization particularly at l4-5. "She also had a complete myelographic block and severe stenosis at l3-4 and moderate stenosis at l2-3". The patient had tried all conservative care without success. The patient underwent a right iliac crest bone graft (icbg), posterolateral spinal fusion from l3 to l6, and reduction of spinal listhesis from l3 to l6 using posterior instrumentation from l2 to l5. The bone graft, which was not completely adequate enough volume, was placed in the lateral gutters from l3 to l6. This was supplemented with demineralized bone matrix (dbm) and rhbmp-2/acs along with some laminotomy bone. No complications were noted during the surgery. The patient tolerated the procedure well and was transferred to recovery in good condition. Reportedly, unspecified "post-operative period was marked by complications which included, painful medical treatment, extreme pain, nerve damage, nerve impingement and severe exuberant ectopic bone formation."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 patient underwent the following procedures: posterolateral spinal fusion l3-l6; posterior instrumentation, l2-l5; right iliac crest graft taken through a separate fascial incision supplemented with rhbmp-2 and bone bank bone; emg stimulation; reduction of spinal listhesis l3 on l6. Preoperative, postoperative diagnoses: severe spinal stenosis at l2-3, 3-4, 4-5; failed back surgery with previous wide laminectomies and destabilization particularly at l4-5 with a mobile grade ii spondyloli sthesis as per op-notes: the surgeon had previously gone to the right iliac crest, taken iliac crest through a separate fascial incision in a standard fashion. This has been filled with gelfoam and then closed tightly using a running #1 vicryl suture and an interrupted inverted o vicryl. This bone graft which was not completely adequate enough volume was placed in the lateral gutters from l3-l6. This was supplemented with tissue and infused bmp product along with some laminotomy bone. This filled up from l3-l6 quite well.